Event description:
It was reported by that during the laparoscopic appendectomy procedure. One device did not fire at all and the second fired partially with a blue load. A manual device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4: batch # 520c46. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device (b) was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 520c46, and no non-conformances were identified.